Manufacturer narrative:
Maquet cardiovascular received the device on 06-jan-2009. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 short port btt black inflation valve popped out, causing the balloon to deflate. An accessory kit was used to complete the procedure. The hospital did not report any patient complications. The product is returning.